Event description:
It was reported that a bolt came out of the adaptor for fixation of universal tracker to mayfield clamp at the user facility. This did not occur during a procedure, so there was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that a bolt came out of the adaptor for fixation of universal tracker to mayfield clamp at the user facility. This did not occur during a procedure, so there was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.